Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was unable to charge the ins since (B)(6) 2017. When the patient tried charging they initially get 8 bars and then the screen would flash and show an empty ins battery. The patient would also see a ¿?¿ on the implantable neurostimulator recharger (insr) screen. The patient was getting the no telemetry message with the patient programmer. It was reported that the patient had last used stimulation 2 days ago and the patient was at 50% charge level at this time. It was noted that the ins was ¿looser in the pocket since a car accident¿ that occurred a month ago. The date could not be confirmed. However, it was confirmed that the patient had been able to successfully charge the ins since the accident. No further complications were reported.